Manufacturer narrative:
Date sent to the FDA: 08/28/2017. Device code: (B)(4) ¿ knots untying post op. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an exploratory laparotomy on (B)(6) 2017 and suture was used. Two days post-op, the knots untied. No additional information was provided.